Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a device upgrade procedure, the right atrial lead exhibited high impedance measurements. The lead was successfully capped and replaced. The patient was in good condition post surgery.